Event description:
Patient underwent initial procedure approximately 6 months ago to repair a femur fracture. Postoperatively, date unknown, the patient knelt down and heard a pop. The patient was returned to the operating room on (B)(6) 2012. Delayed union (partial calcification had occurred) was noted and 1 broken cable was discovered. All hardware was explanted and the patient was revised to two new plates. This report is #11 of 12 for the same event.

Manufacturer narrative:
A manufacturing evaluation was conducted. The screw assigned to this task is whole and intact. The drive has been lightly to moderately damaged. The head threads are in good condition. There are some impact marks on the major diameter of some of the shaft threads that affect profile. The flutes are in good condition. There are some minor marks on the tip. The pertinent dimensions that could be measured were within specification. Because of the damage incurred and also because no part nor lot numbers were provided, a finite evaluation could not be performed. Product development evaluation of the event did not determine that the devices contributed to the complaint event.

Manufacturer narrative:
Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn.